Event description:
Complainant alleged that while attempting to monitor a patient, the device was unable to obtain an ECG signal via electrode pads. Also, when the clinician was leaning against the patient's bed, muscle reaction was seen from the patient and the clinican felt an unintended delivery of energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.